Event description:
It was reported the pt presented with neck pain approximately 22 months post-op. X-rays showed broken screws at c3 and c6. The construct was removed however the two broken screw tips remain in the vertebral body at c3 and c6. The pt was revised with a different device. No further pt impact reported.

Manufacturer narrative:
Two of the returned trinica screws were broken. Examination of the broken screws under magnification concluded that there were no mfg defects, signs of excessive wear, or inclusions that would cause the failures. The fracture features of the broken screws were characteristics of a fatigue failure. The notes from the surgery indicate that the pt was not fused at the c3-c4 and c5-c6 anatomies. The bone screws likely fractured due to a repeated fatigue bending force being applied to the screws while implanted in the pt as a result of non-fusion. Since the product is intended to be a temporary fixation device while fusion occurs, the lack of fusion in multiple anatomical levels combined with the extended period of time under an increased loading condition resulted in failure of the device. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.